Event description:
On (B)(6) 2011 customer reported that the lh 780 instrument was leaking approximately 2 ml of a clear liquid under the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and confirmed the leak and re-attached the ghost (retic clearing solution also called reagent b) line. The customer was trained to clean the shear valves to prevent the issue in the future.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).